Manufacturer narrative:
(B)(4). The replaced graphical user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis, and powered. During power on self-test (post), the gui diagnostic light emitting diode (led) scanned from the center out and back, indicating that the gui cpu was in a download mode, and no operating software system existed on this board. The latest software version was successfully loaded, and the gui was re-attached to the same test ventilator for analysis. It powered up normally, and no errors were recorded in the diagnostic logs. Tests and calibrations were performed without any errors. The ventilator was set into ventilation mode for a minimum of 24 hours, upon which the ventilator diagnostic logs exhibited no errors were observed, and no alarms were observed during the test. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue and replaced the graphic user interface (gui) central processing unit (cpu), which resolved the reported issue.

Event description:
It was reported that the ventilator had a loss of communication. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.